Manufacturer narrative:
Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported that the patient was seen for a routine clinic visit and it was noted on the monitor alarm screen after downloading the controller, that multiple power disconnect alarms occurred (low priority alarms were logged). The logfiles were sent and it was confirmed that bat303585 shows values which may indicate a potential issue. This particular battery was involved with most of the logged disconnect alarms. The device was exchanged and the issue resolved. There was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that the patient was experiencing power disconnect alarms when (B)(4) was connected to the controller. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the battery's manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned battery revealed that the unit passed visual inspection but failed functional testing due to a faulty cell weld on cell pair number three of the battery pack. Log file analysis revealed several premature switching events involving (B)(4). These potential premature switching events may be attributed to a communication error between the controller and battery or to the faulty weld that was found during testing; the power switching events are not related to the reported event. A review of the alarm files revealed multiple power disconnect alarms when (B)(4)was connected to the controller with a fault status indicating that a cell pair was under-voltage. The power disconnect alarms are most likely due to the faulty cell weld found during failure analysis. Internal investigations has been opened to evaluate the communication errors and faulty welds on cell pair number three of the battery pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.